Event description:
Customer reported debris under left eye flap. White fiber noted at flap edge on post op day 1 exam. Risks of removal vs observation was discussed with patient, patient desired removal. Fiber removed at slit lamp with sterile technique. Uncorrected visual acuity and best corrected visual acuity was not provided.

Manufacturer narrative:
(B)(4). , evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support. Placeholder.